Event description:
The autosonix ultrasonic shear fractured during use. It is unclear if the device had metal to metal contact prior to fracturing. A loud "screeching" noise was noted by the surgeon prior to breaking.

Event description:
The autosonix ultrasonic shear fractured during use. It is unclear if the device had metal to metal contact prior to fracturing. A loud "screeching" noise was noted by the surgeon prior to breaking.